Event description:
It was reported that the console displayed error 120 (attach footswitch). After some troubleshot, the error persisted, and it was also noticed that the footswitch cord was kink at the end. The procedure did not start due to error message after de patient was sedated. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 120 displayed by the console was caused by a defective foot pedal. The fse proceeded to perform the accessory replacement. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error message resulted from the affected foot pedal, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console displayed error 120 (attach footswitch). After some troubleshot, the error persisted, and it was also noticed that the footswitch cord was kink at the end. The procedure did not start due to error message after the patient was sedated. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.